Event description:
Right ventricle (rv) perforation occurred using the softip device, which caused bleeding and development of an effusion. Heparin was reversed and blood products were given. A clot was then noted in the pericardium. Pt was sent to surgery to resolve the bleeding and evacuate the clot. Pt was extubated on (B)(6) and was noted as stable by the physician.

Manufacturer narrative:
The device was not returned for eval and there is no evidence to suggest there was a device malfunction. A review of the mfg records confirmed the device met specs prior to shipment. Physician believed he was properly in the pericardial space; however, when sotfip device was removed the bleeding began. The softip device was in the rv and created the puncture.